Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air/water nozzle was clogged with foreign matter. The foreign matter could not be identified. The event likely occurred due to reprocessing deviating from the instruction manual as the customer did not flush the air/water (aw) channel with water and air using an mh-948. The event can be detected/prevented by following the instructions for use which state: "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the air/water flow of the subject device was insufficient. The issue was found during reprocessing. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with two kinds of white foreign material. This report is being submitted for the foreign material found by service during the device evaluation.